Event description:
It was reported that, during a for a meniscal repair, after the t1 implant of two (2) fast-fix 360 was deployed, the t2 implant deployed prematurely through the meniscus. All t implants were removed from the patient with tweezers. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed device one was returned with the t1 off the needle but still attached to the suture. The t2 is still on the needle and attached to the suture. The knot has been tightened down. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. The needle overmold assembly is slightly bent from use. Device two shows the t1 and suture were not returned. The t2 is on the needle. The actuator is at the tip of the needle. The needle overmold assembly is severely bent. A functional evaluation of device one shows the actuator cycled to the end, moved to the t2 position and pushed the t2. Device two cannot be tested due to the actuator being stuck at the end of the needle. The gray deployment knob is unattached from the actuator. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for premature activation was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.